Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of their shocking sensation was not determined, and no steps have been taken to resolve the issue at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient was experiencing a shocking sensation in their lower back. They turned stimulation off for a couple hours and were taking pain medication to manage their pain but they still felt the shocking when they turned stimulation back on after it being off for a while- they noted that all of a sudden they received a blast. They turned stimulation down from 3.6v on group c to 3.4v and 3.2v but were still experiencing the shocking. They changed to group a at 2.9v and could still feel the shocking. They also noted that when they were at their healthcare provider's office the data sheet said the rom was down to one. No further complications reported.